Event description:
Falsely elevated troponin I results were obtained on 2 pt's samples. The results were reported to the physician. The samples were retested and results of <0.04 ng/ml were obtained. The pt's were transferred to an alternate facility, but pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was carry in from the r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carry in from the r1 drain. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.